Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. We, therefore, consider this report complete the best of our knowledge. No conclusion can be drawn at this time.

Event description:
The customer stated that she was hospitalized for diabetic ketoacidosis and the customer had ketones. The customer reported a blood glucose reading of 769 mg/dl. The customer stated that she changed the infusion set two days prior to the hospitalization. The customer stated that she was getting no delivery alarms, but she did not change the infusion set. Troubleshooting was performed and the insulin pump passed the prime test. The customer declined further troubleshooting stating she had already been released from the hospital and the insulin up is working fine.